Manufacturer narrative:
(B)(4). This device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should the device and/or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a folfusor device burst while the device was being filled with 5-fu. There was no patient involvement; therefore, there was injury or no medical intervention associated with this event. No additional information is available.